Event description:
The customer called stating that there is something wrong with their meter. They just did three blood tests within ten minutes and had readings of 199, 160 and 84 mg/dl. During the troubleshooting process it was determined that several segments were missing in the hundreds position of the display. A request was made to return the meter to evaluation. In the meantime a replacement unit has been provided. The customer has been invited to contact the company's 24/7 customer service line should any problems or questions arise.